Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to weak circulation pump. The arctic sun 5000 was evaluated. Device was not able to generate enough negative pressure. Circulation pump was serviced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that system beeps at startup and gives the following message system failed to start. Power down, then power back up to retry. Contact medivance service if this message reappears. Per wo results on (B)(6)2023, it was reported that the pressure of 7psi could not be maintained it was mostly 3 psi. Preventive maintenance was recommended to fix the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that system beeps at startup and gives the following message: "system failed to start. Power down, then power back up to retry. Contact medivance service if this message reappears". Per wo results on (B)(6) 2023, it was reported that the pressure of -7 psi could not be maintained it was mostly -3 psi. Preventive maintenance was recommended to fix the problem.